Event description:
It was reported via repair work order that the unit would zoom very fast in reverse due to a damaged load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the unit would zoom very fast in reverse due to a damaged load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR initial was issued without the PMA/510(k)#.